Manufacturer narrative:
H11: h2: additional information in b5 and h6: health effect - impact code.

Event description:
It was reported that during a meniscus repair, six (6) fast-fix curved devices did not trigger t2. The t1 always triggered, however, when t2 was triggered, it did not hold and the peek plate got stuck in the meniscus and the doctor had to remove it afterwards. The procedure was resumed, after a non-significant delay, using a competitor device, specifically fiberstitch 1.5. Additional anesthesia was not required as consequence of the surgical prolongation. It is unknown the quantity of patients/events the devices failed. All patients are stable and have received adequate care. No further complications were reported

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, six (6) fast-fix curved devices did not trigger t2. The t1 always triggered, however, when t2 was triggered, it did not hold and the peek plate got stuck in the meniscus and the doctor had to remove it afterwards. The procedure was performed using a competitor device, specifically fiberstitch 1.5. It is unknown if there was any surgical delay. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.